Manufacturer narrative:
Lumenis investigated the reported event by contacting the patient directly to obtain the name of the user facility information, clinical records from the dental office, and any additional information for the reported event. Originally, the patient was reluctant to provide the user facility information. On (B)(6) 2017, the patient provided lumenis dental x-rays, dental office billing statements and the information of the laser hair removal user facility. Lumenis contacted the user facility directly to obtain patient information and treatment settings which were provided. Patient photographs were unavailable. No examination of the device occurred. Lumenis has not held a service contract with the user facility since 01/20/2016 and has not serviced the device since 01/21/2016. Although no information was provided by the user facility about the service history of the device, lumenis cannot rule out that service by an unauthorized third party service providers may have contributed to the reported adverse event. Additionally, lumenis cannot rule out a possible malfunction nor its contributory to the adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. A lumenis healthcare professional evaluated the reported patient treatment settings and event details concluding that the reported treatment settings were appropriate based on common medical practice and device labeling. Additionally, the professional noted several items following a phone conversation with the practice manager. The laser is superficial and the target is melanin or dark color. Zapping feeling or discomfort is not uncommon during this type of treatment. Damaging a tooth or to have a tooth fall out is improbable. User facility did not commit to the theory the laser caused the reported event. A review of complaint data and MDR records found no other adverse events had been reported to lumenis for the same issue.

Manufacturer narrative:
Lumenis is filing this follow up MDR in retrospect to our MDR follow up #2 which was filed on august 3, 2017. It was reported on follow up #2 in "type of report" as an adverse event and a product problem. The product problem was selected in error as that no malfunction was reported by the user facility. A lumenis healthcare professional evaluated the reported patient treatment settings and event details concluding that the reported treatment settings were appropriate based on common medical practice and device labeling. Additionally, the professional noted several items following a phone conversation with the practice manager. The laser is superficial and the target is melanin or dark color. Zapping feeling or discomfort is not uncommon during this type of treatment. Damaging a tooth or to have a tooth fall out is improbable. User facility did not commit to the theory the laser caused the reported event.

Manufacturer narrative:
Lumenis is providing this follow up report because the initial MDR that was submitted referenced a lumenis lightsheer desire laser system. During our investigation, it was determined that the reported adverse event occurred with a lumenis lightsheer duet laser. Lumenis is continuing its investigation and will file a follow-up MDR within 30 days.

Event description:
A patient reported that during a hair removal treatment on the upper lip and chin area with a lumenis lightsheer duet on (B)(6) 2016, the patient complained of a "zapping" pain on the front teeth. The patient noted that the aesthetician inserted gauze between the lip and teeth. The patient reported a second treatment on (B)(6) 2016, where again, a "zapping" pain was felt on the front teeth. It was further reported that following the second event the patient experienced considerable pain for several days. Additionally, the patient reported that after the pain subsided, the front tooth (tooth #10) fractured at the gum line and the patient now believes to have sustained nerve damage.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the patient directly to obtain the name of the user facility information, clinical records from the dental office, and any additional information for the reported event. Originally, the patient was reluctant to provide the user facility information. On 2/1/2017, the patient provided lumenis dental x-rays and the information of the laser hair removal user facility. Lumenis is continuing its investigation and will file a follow-up MDR within 30 days. Just became aware of the user facility

Event description:
A patient reported that during a hair removal treatment on the upper lip and chin area with a lumenis lightsheer desire on(B)(6) 2016, the patient complained of a "zapping" pain on the front teeth. The patient noted that the aesthetician inserted gauze between the lip and teeth. The patient reported a second treatment on (B)(6) 2016, where again, a "zapping" pain was felt on the front teeth. It was further reported that following the second event the patient experienced considerable pain for several days. Additionally, the patient reported that after the pain subsided, the front tooth (tooth #10) fractured at the gum line and the patient now believes to have sustained nerve damage.